Event description:
Customer reported two blood glucose results from the same dosed strip, 140 mg/dl and 15 mg/dl on the compact plus system. Retest result 1 minute later was 135 mg/dl, another retest result 1 minute later was 144 mg/dl. No relative adverse event reported. A request was made for the return of the meter and strips, replacement was sent.

Event description:
The surgeon reported the intraocular lens(iol) was explanted without complication 2 months after the initial implant. The cause of the iol explant was positive dysphotopsia.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because apply sample - meter was not resolved with troubleshooting.